Manufacturer narrative:
Corrected information provided in b.2., b.5. And h.11. Upon further review following submission of the initial report, it has been confirmed that there is no attribution with the phacoemulsification tip. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be scheduled under mfg report num. 1644019-2025-02741. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up information it was confirmed that there was no issue with phaco tip.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One wet fluidics management system with balanced salt solution bag was received. However, no phaco tip was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. Since the sample has not arrived at investigation site, the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that no power when stepping down on the foot pedal during sculpt mode for cataract and vitrectomy combination surgery. The new pak was opened to complete the surgery. There was no patient impact. This report pertains to phacoemulsification tip involved in this reported event.